Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain, elevated cobalt levels and fluid. During the surgery, a hole was noted in the capsule and fluid and pseudo tumor was seen and excised.

Manufacturer narrative:
Concomitant medical product(s): versys epoch, 13mm std body std ofs catalog#: 00408801306 lot#: 62247148; modular cup neutral liner longevity 50/52/54x32 catalog#: 00630505032 lot#: 62257415; trilogy acet shell 52mm od cluster catalog#: 00620005222 lot#: 62178683; bone screw 6.5x35 self-tap catalog#: 00625006535 lot#: 62239415. Reported event was confirmed based on the product returned. A femoral head was returned for evaluation. The femoral head shows damage to the bottom surface. Minor scratches are seen on the articulating surface. The taper exhibits dark debris. Dimensional measurements are conforming to print specifications. Scanning electron microscope (sem) images conforms the presence of dark debris on the head taper. Energy-dispersive detector (eds) semi-quantitative elemental analysis of the dark debris revealed carbon and oxygen as primary foreign elements, in addition to the cobalt, chromium, and molybdenum elements. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.